Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead presented to the emergency department with report of a slow heart rate. The patient was found to be hyperkalemic with rates in the 35 beats per minute (bpm) range, which was below the programmed lower rate limit (lrl) of 40. The lrl was increased from 40 to 50. High threshold measurements, intermittent noise and oversensing was also observed. Changes were made to sensitivity, however, oversensing continued to be observed and resulted in up to 2.5 seconds of pacing inhibition when the patient moved their left arm. It was noted that medications were prescribed to manage the low heart rate, tachycardia therapy was programmed off and the patient was hospitalized pending a lead revision. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.